Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2938836-2019-15166.

Manufacturer narrative:
A complete lead was returned in one piece. During electrical testing the lead was shorting due to procedural damage at the distal region of lead. Visual inspection of the lead did not find any anomalies except for procedural damage.